Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and (B)(6) cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient arrived to the emergency room with feelings of dizziness, lightheadedness and rectal bleeding. The patient's hemoglobin was stable with small amounts of bloody mucous with bowel movements. The patient had a hemorrhoid ligation on (B)(6) 2019, and then received a colonoscopy on (B)(6) 2019 that revealed no signs of bleeding. The site is continuing to monitor the patient. No additional information was reported.